Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. No intervention was required, and no repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. It is unknown if a lubricant was used to facilitate placement of the capsule and the device has been returned for investigation. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule delivery device and one capsule were received for investigation. The capsule was attached to the delivery device. Visual inspection did not reveal any damage. The safety tab on the plunger was not completely removed, keeping the plunger from being pushed all the way down. This may interfere with the detachment of the capsule from the delivery device and cause possible injury to the patient. This issue was found to be a user error. If information is provided in the future, a supplemental report will be issued.